Event description:
Per the audiologist, the pt had a head trauma one month after surgery which resulted in a skin infection and device extrusion. The pt's device was explanted in 2008. Reimplantation is planned at a later date.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.